Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that the cardiac resynchronization therapy defibrillator (crt-d) ¿battery went dead¿. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion. It was noted that the patient experienced diaphragmatic stimulation caused by the left ventricular (lv) lead. It was also noted that the lv lead had elevated threshold measurements. The lead was capped and replaced. No further patient complications have been reported as a result of this event.